Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 25mg/dl. The customer's most current level was 08mg/dl. The customer states they were treated by the paramedics. The customer was treated with IV and coke. The customer attributes the lows to having forgotten to eat. Troubleshoot was conducted. The customers states there was a crack at the top of the reservoir chamber. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The insulin pump passed the displacement accuracy test.